Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported intermittent incomplete side cuts following flap creation procedures. Additional information received reported there was an irregular pattern during the flap cut. The flap was able to be lifted but the inferotemporal flap edge was irregular and the flap was thinner. There was no medical or surgical intervention required and there was no patient harm. There are related reports with multiple patients. This report addresses patient mpm, right eye. Additional manufacturer reports will be filed for the additional patients.

Manufacturer narrative:
Sample returned and forwarded to supplier for failure analysis: worn laserhead. The root cause could not be identified conclusively. Worn laserhead is a contributing factor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit after the reported event, the fse (field service engineer) was able to confirm test cuts were out of specifications. To fix this issue fse replaced laserhead, articulated arm and f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a worn laserhead, articulated arm and f-theta lens. (B)(4).